Event description:
It was reported that the patient was experiencing a pocket discomfort, skin irritation and difficulty charging due to ipg migration. It was also reported that the patient experienced inadequate stimulation despite multiple reprogramming done. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Event description:
It was reported that the patient was experiencing a pocket discomfort, skin irritation and difficulty charging due to ipg migration. It was also reported that the patient experienced inadequate stimulation despite multiple reprogramming done. Database analysis revealed no anomalies. The patient underwent ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned. Additional information was received that pocket discomfort and difficulty charging of the ipg were related to the patients weight loss.